Event description:
A customer contacted baxter's technical service center regarding a system error 2240 during dwell 5 of 5 on the homechoice (hc). The home patient was connected at the time of the alarm and had not disconnected prior to the alarm. Technical service representative (tsr) had the hp close the clamps and cycle the power. Tsr had the hp disconnect and cycle the power. Tsr recommended that the hp do manual bags and contact the registered nurse about the alarm. The cause of the alarm was undetermined. No patient injury or medical intervention was reported .

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).